Event description:
Allegedly, plate moved on toe after 2 distal screws and 1 lag screw were implanted- raised proximal portion of plate causing need for plate bending.

Manufacturer narrative:
Corrected information: this is the same event as 1043534-2016-00050, 00052, 00053.